Manufacturer narrative:
D8/9: device returned to field service, date unknown. The device was returned and evaluated, and the investigation for the reported shutdown/restart issue has been completed. Console logs from the reported day of event are consistent with complaint and show that after 9 days of support with pump 352692, after p-level was reduced to 0 and pump stopped, console presented with error message "impella connected. Please disconnect impella before shutdown." In an attempt to troubleshoot on-site, pump was momentarily re-connected then disconnected 3 times (as evidenced by placement signal values recorded in rtlog), but the issue persisted and console was unable to register the fact that pump was being disconnected. Multiple additional alarms were recorded in logs, all associated with the console erronuously detecting the pump, and eventually alarm #50 "emergency shutdown imminent" was presented right before log entries ended abruptly, indicating a shutdown. After console restarted, it presented with unexpected controller shutdown alarm (# 603, which naturally follows emergency shutdown procedure), but console was able to be properly shut down after that. After receiving the console at abiomed japan field service, the issue was unable to be reproduced during testing, however these symptoms have been observed in the past and are known to be caused by malfunction of one of pump detection mechanisms. The cause of the aic issue was a defective impellatronics board. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. After patient support, the automated impella controller (aic) did not recognize when the impella pump was disconnected. There was no patient involvement, as the device was no longer in patient use.